Event description:
It was reported that a patient presented with inappropriate anti tachycardia therapy delivered due to functional undersensing on their implantable cardioverter defibrillator (ICD). No changes or interventions were performed. There were no patient consequences.